Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to gastroparesis. The customer believes that her blood glucose was high due to the sickness. The customer stated that when she uses the express bolus button on the insulin pump it gives an incorrect message. The customer stated that she was able to adjust the settings in her bolus wizard, and once she hit the express bolus button she receives the right display. The customer stated that she still feels her high blood glucose was not related to the insulin pump. Troubleshooting was declined. The customer mentioned having failed battery alarms. The customer stated that she never had her battery cap replaced. Explained that the battery alarms maybe related to the battery cap. No further info was provided.